Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via telephone that she believes that her reservoir may not be working. She is currently on vacation and only brought one set with her. Her blood glucose was around 500 mg/dl the day prior and remained there throughout the night until she gave herself a manual injection. The customer said that her blood glucose did go higher than 546 mg/dl after she treated but then started to come down. She wanted to do a full set change but is not able to because she does not have any more sets with her. The customer declined troubleshooting for high blood glucose levels. The pump will not be returned for analysis.